Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, wear abrasion, one crack opening and total delamination of the valve. A leak test was performed which identified an opening and delamination. A microscopic analysis was performed which identified one crack opening and total delamination of valve. Based on the device analysis, the final assessment is one crack opening assessed as a cracked valve seat diaphragm valve, and total delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.